Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to the adc device "connected to pc" error message issue. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "diabetic coma." As a result, the customer had contact with a healthcare professional who provided customer a unspecified dose of insulin injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.